Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: bending template 22 holes f/ 3.5mm curved recon plates (part#: 329.66, lot#: l130901, qty#: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the template got broken into two pieces. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/defect identified? Yes. Dimensional inspection (calipers: ca215p): dimensional inspection of the received device was performed at cq. The thickness of the bending template was measured to be within the specification. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for bending template 22 holes f/ 3.5mm curved recon plates (part#: 329.66, lot#: l130901) as the template got broken into two pieces. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 329.660, lot: l130901, manufacturing site: bettlach, release to warehouse date: september 29, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bending plates were found to be broken during reverse logistics audit of returned devices. There was no patient involvement and no additional information is available. This report is for one (1) bending template 22 holes f/ 3.5mm curved recon plates this is report 5 of 7 for (B)(4).